Event description:
The pump was returned for large prime volume. Investigation revealed a shifted pcb component, resulting in loss of cartridge detection. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows "no cartridge detected" warnings had occurred. During investigation, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. Investigation revealed a misaligned component from the force sensor circuit on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).